Manufacturer narrative:
No additional information is available at this time, but information has been requested.

Event description:
It was reported that the surgeon is not seeing ingrowth on the stem. Patient complains of pain.